Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroi ntestinal/pelvic floor. It was reported that the patient was implanted for bowel control and was having pain and burning off and on at the battery site. No further complications were reported.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that for the past month they have been having a burning sensation on and off in the battery area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient first noticed the pain and burning at their battery site in (B)(6) 2018. It was noted that no change led to the pain, it is just on and off pain, sometimes constant, and they were still having it. The patient met with their healthcare provider. They were not having any pain that day, and the healthcare provider said everything looked okay. No further patient complications are anticipated or expected as a result of this event.